Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that eight years, five months following the implant of this mechanical aortic valve, the patient experienced a hemorrhagic stroke and this valve was explanted and replaced with a tissue aortic valve to obviate the need for coumadin. No device malfunction was reported. No other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reported stroke was not related to the patient's mechanical valve. This valve was explanted and replaced during a mitral valve replacement procedure, and due to the physician's desire to get the patient free from blood thinning therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.